Event description:
It was reported, inappropriate shocks were delivered by the device. It was noted, the device performed according to the programmed settings and no malfunction was suspected. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.